Manufacturer narrative:
Follow-up #1: date of submission 5/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: visual inspection shows no evidence of moisture ingress, the pump powers up to a fully functional and clear display screen, leak test failed due a display screen leak. The pump¿s cover was removed, moisture corrosion was found to the cgm module, and to the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.